Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: harmony-25, serial/lot#: (B)(6), ubd: 09-oct-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve implant procedure involving the harmony valve, the valve was deployed without the use of fluoroscopy. Subsequently, the carrot of the delivery catheter system (dcs) was pulled back from the pulmonary artery over a stiff non-medtronic guidewire. Difficulty was noted during the withdrawal of the dcs. After the carrot was pulled back, it was noted that the valve has dislodged to a position lower than where it was originally deployed in the target implant zone. The valve was left in this location and the procedure was completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 2025587-2025-00324 for information pertaining to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.